Manufacturer narrative:
Findings: unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had damage on the insulin pump. The customer¿s blood glucose level was 12 mmol/l. The customer was assisted with troubleshoot and customer states crack on the battery compartment. Customer states the pump has been dropped and had crack on battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.